Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting device stopped powering. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Slight char and tissue material were observed on the jaws. The heating element was observed to be flexed at the center of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. The device did not produce any power. A temperature and resistance evaluation could not be conducted to evaluate the device function as the device did not produce power. An engineering evaluation was conducted to identify the root cause of the confirmed electrical failure. To check the integrity of the jaw assembly, the shrink tubing was removed, the insulation/wiring was observed to be intact with no defects. The handle was opened to check if there was any contamination or defect to the switch or the toggle. The shrink tubing was removed and it was observed under microscopy that the primary jaw wire was not welded properly to the fuse. An electrical continuity test was conducted to the wiring in the handle and no power was produced. The failure of this weld is therefore identified as the root cause of the confirmed electrical failure for this complaint unit. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy" and the analyzed failure "bent wire" were confirmed. The device history record (DHR) and manufacturing process were reviewed. The DHR record review shows that the reported device lot conformed to all specifications and passed inspection prior to release. The root cause of the device failure to work can be attributed to an assembler error. Manufacturing was made aware of the defect as a result of this complaint. Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting device stopped powering. A replacement device was used to complete the procedure. The hospital did not report any patient effects.